Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer could not recall any significant events leading to this alarm and was unable to clear the alarm. The blood glucose reading was 223 mg/dl. Customer also reported a hospitalization due to high blood glucose. Customer did not remember the blood glucose reading at the time of the hospitalization, but he stated that it went very high after the button error and disconnecting from the insulin pump. Customer was treated with an insulin drip. Customer stated that this was the third time he had encountered a button error. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump had a cracked case at display window corners and minor scratches on the display screen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.